Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown plate. Device was implanted four weeks before event. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted on an unknown date. Four weeks after the implant, it was found that the blade was backing out of the han implant. This report is for an unknown plate. This is report 1 of 1 for complaint (B)(4).